Event description:
It was reported that the patient¿s body had convulsions and rigidity problems following an implantable neurostimulator (ins) replacement. The cause of the event was not determined and it was unknown if the cause was device related. No troubleshooting or interventions were taken and the patient asked to be reprogrammed. The patient still had convulsions and rigidity problems on the day following the initial report. It was unknown if the patient had a 50% or greater reduction in symptoms or if they were receiving effective therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).